Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an event where tube was in knot on (B)(6) 2024.the blood glucose level was 330 mg/dl at the time of event, therefore the patient was treated with insulin pen. The ketones were also positive. No further information was available.